Event description:
During testing at the user facility, it was noted that the fan assembly was noisy and multiple s233 (over temperature-psc) malfunction alarm codes were noted in the device history. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, it was noted that the fan assembly was noisy and multiple s233 (over temperature-psc) malfunction alarm codes were noted in the device history. The probable cause of the s233 malfunction alarm was due to a broken device cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.